Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer syringe, wash syringe and reagent syringe to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous high ise (ion selective electrolyte) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous patient results were released from the laboratory and later were amended. There was no change to patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to the event.